Event description:
The customer reported that there was a collimator iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurence.